Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 11, 2012 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal humeral internal locking system (philos) drill sleeve only went half-way through the outer sleeve during a humerus fracture operation. The surgeon reportedly finished the drilling anyway. While attempting to insert a locking screw through the outer sleeve, however, the surgeon realized that the screw head interfered with the sleeve hole. The surgeon was eventually able to use force to insert the screw in question through the outer sleeve. However, when the sleeve was then inserted through the philos aiming device, the surgeon realized that the holes of the aiming device were too large. A twenty (20) minute surgical time delay was reported. No patient harm or other outcomes indicated. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The subject device, part number, 03.122.054, was received in used but good condition. The manufacturing records were reviewed the instrument was produced to specification and met all release criteria. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.